Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) after device pacing but not after intrinsic heart beats. The twos were attempted to be resolved by programming; however, it was unable to be resolved. The physician elected to leave the lead in use since the patient does not require pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.